Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old hispanic female underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced baker grade iii capsular contracture on the right side post-operatively. As a result, the patient underwent device removal and replacement with a 375cc mentor memorygel breast implant, catalog number 3503754bc, serial number (B)(4) on (B)(6) 2019.